Manufacturer narrative:
An event of pannus, leaflet thickening, cusp fusion, and valve cusp sclerosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the site a larger 23mm vale was implanted and the patient had a history of myocardial sarcoidosis.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was explanted and during explant procedure pannus was observed. On the subvalvular, left coronary cusp and non coronary cusp it was noted that they were fused together. Intimal thickening and valve cusp sclerosis were also noted. The valve was exchanged for an 23mm inspiris resilia valve by edwards. The patient has a history of myocardial sarcoidosis. No patient consequences were reported.